Event description:
Notified via e-mail of incident concerning a pt who experienced a mark/burn on their cheek/chin area during the use of the etch gel. Pt went to hospital and was referred to burn unit at another hospital. Hospitals rinsed with saline. Dentist has used this product on this pt previously with no effect.